Event description:
During baxter's evaluation a device alarmed for door not fully latched messages. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the door not fully latched messages were caused by a failed lower auxiliary. The lower auxiliary was replaced.